Event description:
Healthcare professional reported the reason for left removal was noted as left side ¿unsure.¿ healthcare professional later reported a "possible rupture." Healthcare professional additionally reported implant exchange with no complaint against the device. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a3a, a3b, b5, d4, h4, h6.

Event description:
Healthcare professional reported the reason for left removal was noted as left side ¿unsure.¿ healthcare professional reported a " possible rupture." Device explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.